Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mmx38mm synergy ii drug-eluting stent was selected to treat the target lesion. During preparation, when the stent was pulled out from the stent protector, the middle portion of the stent was compressed. The procedure was completed with a different device. No patient complications were reported.